Event description:
It was reported that there was not even pressure across the blade when attempting to mesh a graft. Only one side cut properly. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the comb, sideplate sliding pin holes and the gear were dented. Additionally, the sideplates were slanting inward on the bottom, there was a gouge in the handle and the roller end was damaged. The comb, roller, bushings, gear and sideplates all were replaced. The device was repaired, calibrated and returned to the customer.